Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. Visual inspection: visual inspection by rti on the cable tensioner (part # 391.201, lot #: p300915; (rti part number: 404-427)) was performed and rti did not identify any jammed cable within the tensioner. Functional testing: functional inspection failed with measurements. Then device tested low in calibration. The jamming condition could not be replicated as the cable was not returned; however the functional assessment failed. A dimensional inspection was not performed as investigation leads to a potential root cause of low calibration. Document/specification review: relevant drawings were reviewed. No design issues or discrepancies were identified during review. A manufacturing record evaluation was conducted and found that the device met manufacturing specification prior to shipping. Also, a review of past complaints has determined that from (B)(6) 2019 to present, this has been the only synthes tensioner confirmed to be measuring at low tension levels. Conclusion: the complaint was confirmed for the returned cable tensioner (part # 391.201, lot #: p300915) as the device tested low in calibration; which means that the device does not functioned as intended. This could have contributed to the reported complaint; however the reported jammed condition could not be confirmed as the device was returned without the impacted cable. Although no definitive root cause could be attributed to the reported allegation; it is likely that the allegation was due to a low calibration of the device. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part number: 391.201; synthes lot number: p300915; supplier lot number: n/a; release to warehouse date: 19may2018; expiration date: n/a; supplier: rti surgical. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Full phone number reported as (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2021, a tensioner became jammed with cable. The cable was unable to be removed. A non-synthes device was used instead. Procedure was completed successfully with a twenty (20) minute delay. There was no patient consequence. This report is for a cable tensioner. This is report 1 of 2 for (B)(4).